Manufacturer narrative:
Since the initial report was filed, the investigation has completed. The pump was returned for analysis as were the data logs. The data logs confirm that the pump was repeatedly out of position, which was the cause of the hemolysis. The pump had biomaterial around the impeller as well. The data logs show the team was attempting to reposition the pump repeatedly, and eventually removed the pump to reduce the hemolysis. The failure mode will be monitored and trended.

Manufacturer narrative:
The complainant has returned the impella pump and data logs. Pump positioning images have been requested but, not received yet for analysis. The analysis is on-going at this time. Upon completion of the investigation, a final report will be filed.

Event description:
The patient was admitted in cardiogenic shock, suffering from an acute myocardial infarction. The medical team placed an impella cp for hemodynamic support. On the second day of support the labs were hemolyzing and the urine color had changed, both were signs of hemolysis, and as such the team attempted to troubleshoot the hemolysis. They repositioned the impella pump multiple times. When the patient ceased to make urine, they removed the impella pump and also began dialysis.